Manufacturer narrative:
(B)(4). Should additional relevant information become available, a follow-up will be submitted.

Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown, therefore, a device analysis cannot be completed. The cause is undetermined. Should additional relevant information become available, a follow-up will be submitted.

Event description:
It was reported that a peritoneal dialysis (pd) patient (pt) experienced an unspecified abdominal wall infection and subsequently passed away due to the infection as a contributing factor along with other direct causes and contributing factors. Treatment for the abdominal wall infection was not reported. It was not reported whether the pt was hospitalized for the event. The cause of death on the pt¿s death certificate was due to end stage renal disease (esrd) with the underlying causes of type ii diabetes with circulatory disease. Other contributing conditions listed on the death certificate included peripheral vascular disease, calciphylaxis, abdominal wall infection and necrosis. The nature of the infection was not reported and therefore, it was not reported if the infection was peritonitis. No further information regarding the abdominal wall infection was provided. Additional information was requested but is not available.